Event description:
It was reported that one day after implant during an attempt to reposition the lead, the helix would not retract/deploy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that one day after implant during an attempt to reposition the lead, the helix would not retract/deploy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) helix/lobe distorted/bent; the full lead was returned and analyzed.